Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter and the pump are not communicating with the transmitter. Customer's blood glucose was 447 mg/dl at the time of incident and 186mg/dl at the time of the call. Customer treated with insulin. Customer indicated that she was going to turn the sensor on again, wait a few hours and call back to further troubleshoot. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.